Event description:
Pt to hosp with bilateral breast pain, distortion and symptomatic contractures due to implants. Left breast = 285 gm, 9.2 x 7.6 x 5.2 cm. Right breast = 182 gm, 9.3 x 7.8 x 5 cm. No discernible markings on either breast.